Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-06009. The patient received an scs system on (B)(6) 2007 including two percutaneous leads from different lots. It was reported that the patient lost stimulation and efforts to recapture effective therapy via reprogramming proved unsuccessful. A subsequent x-ray revealed a lead fracture. The patient denies experiencing any traumatic event which may have attributed to this matter, but he does exercise frequently. Surgical intervention will be undertaken at a later date to address this issue.